Event description:
A nurse reported two or three pts had a post-operative infection following a procedure. The reason for the infection is unk at this time. The pt's info is unk at this time. This is one of two reports being filed for this facility. This report represents the suture. Additional info has been requested but none has been received to date.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested but none has been received to date. (B)(4).